Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA: 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture 7-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had patient was not crossing over. A technical service engineer inspected, active directory interface team resolved the issue by modifying the discharge message to set a future discharge date, enabling manual edits. The system functioned as intended after troubleshot by the technical support specialist.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es patient did not appear in pyxis due to interface issues. Despite attempts by the interface team to resend messages, the patient remained unavailable in the system. As the patient was in an ICU unit, the nurse was unable to retrieve medications from pyxis, causing a slight delay in care. However, the customer confirmed that the medications were administered, and no harm occurred. There were no adverse events or injuries reported based on this incident.